Event description:
A malfunction alarm with code malf 9 was reported, though it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred.